Event description:
Reporter indicated that pt underwent full vns therapy replacement surgery due to lack of efficacy. It was further reported that the lack of efficacy was believed to be related to the improper placement of the original system, as no lead strain-relief was utilized. Diagnostic testing results from originally implanted system are unk to manufacturer at this time, thus a device malfunction cannot be ruled out. Good faith attempts for further information, and the explanted pulse generator and lead for product analysis, are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.